Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported the patient was scheduled for a routine right side percutaneous hip pinning. Upon surgeon implanting the third screw, shatter was noted. The surgeon immediately removed the drill and noted that the 5.0 cannulated drill bit was shattered. The incision was extended for visualization and arm was brought in for guidance and all fragments were removed. The image showed no signs of obvious remaining metal. Attempts have been made and additional information on the reported event is unavailable at this time.